Event description:
It was reported an amplatz extra stiff ptfe fixed core wire guide came out of the casing and part of it was damaged. The issue was found in the unopened package. There was no patient involvement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device has been returned, and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported an amplatz extra stiff ptfe fixed core wire guide came out of the casing and part of it was damaged. The issue was found in the unopened package. There was no patient involvement. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A visual inspection of the returned complaint device was also conducted. One wire guide was returned for investigation, in unopened packaging. Product protector has come apart, exposing middle of enclosed wire guide. Tip of wire guide has 1cm of damaged coating. End of product protector is pushing against seal, partially compromising it. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied. Upon removal from package, inspect the product to ensure no damage has occurred. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause of the damage is likely shipping. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.